Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument failed the electrical continuity test. No signs of thermal damage observed. Root cause of this failure is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had no bipolar energy. The procedure was completed as planned with no reported injury using a backup instrument.